Event description:
The customer reported via phone call that the insulin pump alarmed motor error multiple times, which prevented the customer from treating with a bolus. The customer stated that he reverted to a back-up plan as a result. The customer did not know the blood glucose reading at the time of the alarm. The customer reported that the device had been dropped on tile floors previously but not close to the time of the alarm. The device had been exposed to an x-ray machine. Customer was able to complete the rewind sequence, but he stated that the device would take him to the rewind prompt when he did not want it to. The insulin pump also alarmed no delivery despite 4 infusion set changes. The blood glucose was in the 80 mg/dl range, which rose to 273 mg/dl after treatment with insulin and 4 glucose tablets. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms or motor anomalies were noted. However, a corroded motor home switch was noted during the visual inspection. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube and cracked case near the display window corners were also noted during the visual inspection.